Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 22-mar-2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was treated for a low blood glucose (bg) of 38 mg/dl with confusion, cognitive impairment and loss of consciousness associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and received emergency medical services (ems) by a healthcare provider and received glucagon injection as treatment. Troubleshooting with customer technical support (cts) revealed that the bolus totals did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. The reporter alleged the pump was giving random bolus deliveries to the patient. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2018. The delivered boluses were calculated and the delivered boluses on each day matched correctly the total daily dose (tdd) bolus history. Manually performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. No hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 24hrs; no unprogrammed boluses were delivered or recorded in the pump history during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings or delivery interruptions occurred during the testing. Unable to duplicate the complaint.